Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
Information received by medtronic indicated that they having issues going to the website to see the information about the insulin pump. The customer experienced low blood glucose. The customer declined troubleshooting for low blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.